Manufacturer narrative:
Other applicable components are: product ID 8709, serial# (B)(4) implanted: (B)(6) 2003 explanted: product type: catheter. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 25 mg/ml dilaudid at an unknown dose and 0.3 mg/ml clonidine at an unknown dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's catheter was cut when they were having surgery so the pump was programmed to stop pump mode since that time. It was later clarified that there was no device, patient/therapy, or procedure issue related to the surgery and it was noted to be "major back surgery". The elective replacement indicator had not occurred and they wished to shut the pump off permanently. No symptoms were reported. The event date was noted to be (B)(6) 2017. No further complications were reported or anticipated.